Manufacturer narrative:
Evaluation summary: the reported event that the extractor broke could be confirmed since the returned device matches the reported failure. The broken part of the tip was not returned. The extractor shows a torsion fracture that probably occurred in extraction. There are some marks on the shaft of the device which indicate a high torsional force was applied on it. This device was manufactured in 2007, therefore, it could not be excluded that the device was used several times. A review of the device history for the reported lot did not indicate any abnormalities which could explain the breakage. No corrective actions are required at this time. Based on investigation results, we can assume the tip broke during extraction by high torsional force applied on the device when using probably in a wrong direction. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Tip of the extractor had snapped off.

Event description:
Tip of the extractor had snapped off.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report.